Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Literature article is included in the attachments. A.2. This value is the average age of the patients reported in the article. B.3. Please note that this date is based off of the date of acceptance of the article. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rabei, r., garcia-reyes, k., poder, l., strachowski, l., feldstein, v., ito, t., lager, j. C., kohi, m. P., <(>&<)> lehrman, e. (2025). Preservation of fertility by direct puncture embolization of acquired uterine arteriovenous fistulae in women of childbearing age with life-threatening hemorrhage. Journal of vascular and interventional radiology¿: jvir, 36(9), 1395¿1400. Https://doi.org/10.10 16/j.jvir.2025.05.013 literature was reviewed regarding patients treated for uterine arteriovenous fistulae (uavfs) with life-threatening hemorrhage. Mult iple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: onyx, echelon-10, concerto helix detachable coils. No deaths occurred in the study population. Among all medtronic devices, patient's adverse events / de vice product performance issues included: recurrent life-threatening bleeding, free floating coils in the endometrial cavity post embolization. Direct puncture embolization of uterine arteriovenous fistulae using ethylene vinyl alcohol copolymer achieved 100% technical and clinical success. No adverse events were associated with the procedure, and subsequent embolization was unnecessary for all patients without recurrent bleeding. No further information was provided pertaining to medtronic products.